Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising. Analysis also indicated a lead impedance out of range alert and oversensingdue to non-physiologic signals/sic (sensing integrity counter). One ventricular fibrillation (vf) episode of <(><<)> 220 ms cycle length was recorded on (B)(4)-2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4)-2013.

Event description:
It was reported that the high voltage impedance of the right ventricular (rv) lead was gradually increasing as well as varying. Defibrillation threshold testing was completed successfully and the lead will continue to be monitored. No patient complications have been reported as a result of this event.